Event description:
This ICD will be explanted as a result of ths initiated angeion "field action" for possible premature battery depletion concerning all angeion monaufactured lyra model ICD's. The battery voltage on this device fell within the range where angeion recommended explantation. Therefore, this device will be explanted, however, the date of explantation is unknown at this time.